Manufacturer narrative:
This report is submitted on may 31, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver stimulator secondary to a skin abscess at the site. The device was explanted (date unknown). It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on july 01, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced an infection and was treated with oral and intravenous antibiotics (duration nto reported). The patient subsequently underwent skin flao revision surgery (date not reported). This report is submitted on december 15, 2022.